Event description:
The customer reported that the monitor was not providing any audible alarm tones. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the monitor ((B)(4) display) was not providing any audible alarm tones. No pt harm was reported. The customer planned to investigate further and did not call philips back for add'l assistance. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.